Manufacturer narrative:
(B)(4).the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set experienced backflow. During infusion of an IV antibiotic, there was backflow into the IV ns bag. A bubble was noted and the drip chamber on the continu-flo line was filling up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified during a back flow test. The product was deemed non-conforming and the cause of the condition was determined to be a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.